Manufacturer narrative:
Product event summary: at analysis the analyzer failed an incoming test step (a-v tip) and was to be scrapped and saved for failure analysis.

Event description:
The software analyzer was originally returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.